Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator had o2 level issues. There was no patient harm. (B)(4).

Manufacturer narrative:
This event is the first of two events of the same ventilator. The ventilator was investigated on site and the nozzle units in the o2 and the air gas module were replaced. The nozzle units have not been received for a technical investigation. Evaluation of the received device logs shows that the matching event on march 7 during the time period 04:23 to 20:26. Our conclusion is that the problem remained latent and was not resolved. The issue was solved by the second event where the air and oxygen gas module were replaced. The investigation results and evaluation codes for this event are therefore contained in the MFR report #: 8010042-2019-00227 for the second event.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).